Manufacturer narrative:
Unit is being returned to the company's repair center.

Event description:
Customer reported that the panorama central station display had no video, which may have affected telemetry monitoring. No pt injury reported.